Event description:
The patient reported that he lived in mississippi and now lived in florida. In (B)(6) 2012, his intrathecal pain pump was running low and he was scheduled to have it filled. Unfortunately, the patient went to the hospital and had two brain surgeries. The pump had been empty since (B)(6) 2012 or around that time, and it was empty and alarming. The patient had no physician to manage the pump in florida. The patient indicated that they say he needed to talk to a heart specialist first since the pump had been empty since (B)(6) 2012. The patient stated that he really ''desperately'' needed the pump due to a lot of pain. The patient stated that he was taking other medications that are affecting him. It was recommended that he contact the managing physician in mississippi to inform them of what was occurring. It was further reported that a physician in florida prescribed the patient percocet (dose and form unknown); he remained in ''quite a bit of pain.'' The pump was used to deliver baclofen (unknown) and dilaudid (hydromorphone).

Event description:
Additional information was received. It was reported that the patient was still having concerns regarding his device or therapy, but was working with his doctor or medtronic representative. The patient's next appointment was to take place on (B)(6).

Manufacturer narrative:
Device 8709, lot # l66208, implanted: (B)(6) 2000, explanted: unknown. (B)(4).